Manufacturer narrative:
Correction to h11 on the initial medwatch submission and update to h4. This supplemental report is being submitted for the additional information found during the evaluation of the returned device to olympus. Additionally, the evaluation found the following reportable findings: the image was black due to aging charge coupled device (ccd) cable, the screen was colorful and flickered due to aging ccd cable, and due to shortcut of ccd cable, a b32 (scope data err) occurred, and an image cannot be displayed.

Event description:
It was observed that during the device inspection, the flex video scope exhibited an error b32 (scope data err) and the image cannot be displayed. The reported issue was due to a shortcut of the charge coupled device (ccd) cable. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the event of image was blurry was not confirmed. Based on the results of the investigation, it is most likely that the reported issue was due to physical stress was applied to the insertion section during user handling, which damaged charge coupled device (ccd) unit. However, a definitive root cause of the faulty circuit board could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use: precaution for disappeared or frozen endoscopic image; warning: ·follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. ¿ do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system: inspection of the endoscopic image: 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope image was blurry. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.